Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low aspartate aminotransferase (ast) result generated by synchron lxi 725 clinical system for one patient sample. The result was not reported out of the laboratory. Subsequent testing produced higher results. There was no effect to patient or user.

Manufacturer narrative:
Sample was collected in a 13x75 tube. Controls were run before and after the incident and the results were within the established ranges. A field service engineer (fse) verified probe alignments and performed a precision run for aspartate aminotransferase. The results were within established ranges. A definitive root cause has not been determined for this event.